Event description:
A tandem mobi cartridge alarm was reported by the caller. It was confirmed there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was instructed to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. The caller was able to reload the original cartridge and resumed insulin therapy, resolving the issue.